Event description:
It was reported that during patient use, the ventilator entered a ventilator inoperative condition without any reported harm to the patient. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
(B)(4). The customer replaced the breath delivery unit (bdu) printed circuit board (pcb), which resolved the reported issue. The customer support engineer (cse) downloaded the current revision soaftware. The ventilator passed performed calibrations, extended self tests (est); short self tests (sst); and performance verification tests (pvt).